Event description:
The customer reported images were not displayed from the subject device during preparation for use. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found error b32 (scope data error) also occurred. There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found error b32 (scope data error) occurred and there was no image due to debris on the electric contact of the connector. In addition, there was a leak due to cracking of the resin on the connector, the insertion section was damaged due to physical stress, the adhesive on the distal end was chipped/peeling due to deterioration, the control section was damaged due to handling, the boot and connector were irregular in appearance due to physical stress, the universal cord was damaged due to deterioration, the scope connector label was peeled off, and the angulation lock did not work. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.